Event description:
It was reported via a hospital implant registration form that the patient's left ventricular (lv) lead was dislodged resulting in loss of capture. The dislodgement was discovered using fluoroscopy. The patient was asymptomatic. The lv lead was explanted and replaced. The patient was stable throughout the procedure.